Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on unknown date. Customer was treated with intravenous drip. Customer stated that the battery out from the pump as it was beeping but they are unable to recall the alarm. Customer stated that the insulin pump was turning on after inserting new battery but when going to menu, they were getting a message that says, features were not accessible. The insulin pump will not be returned for analysis